Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that after impacting the 50 mm acetabular shell sector, the surgeon proceeded to insert the apex hole eliminator by hand, not on power, which it never fully seated into the shell. It actually threaded through the hole coming to rest behind the shell. Surgeon has implanted hundreds of apex hole eliminators and recognized immediately that this was not correct. Since the cup was positioned appropriately and not wanting to disrupt the initial fixation the apex hole eliminator was not removed. Two screws were implanted into the shell and the remaining surgery was uneventful.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. Device history review a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. H10 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination.